Event description:
It was reported that the subject device had an image problem. The event occurred prior to the sedation of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leak from switch. Three good faith efforts were made to obtain additional information; however, no response received from the customer. Based on the results of the investigation, neither a definitive root cause nor a probable cause could be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image problem. The event occurred prior to the sedation of an unspecified procedure. There were no reports of patient harm